Manufacturer narrative:
An update was received that the sensor was successfully removed on january 8, 2026. The difficulty with removal is a known and anticipated potential adverse effect, as described in the user guide, and does not require additional investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user's previous sensor could not be removed during the removal attempt on (B)(6) 2025. The user reported doing well following the attempt. A transmitter and magnet were used during the procedure; ultrasound guidance was not used.